Manufacturer narrative:
The actual device was not available; however, photographs of the sample was provided for evaluation. The visual inspection of the provided pictures shows a blood leakage at the junction of the access line downstream pump and the blood pump segment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex m100 set an external blood leakage occurred. The blood in the circuit was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.